Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a starclose se device with a 5f sheath after percutaneous transluminal angioplasty. Reportedly, the starclose se sheath split half way. No resistance was felt during starclose se sheath splitting. The safety release mechanism was used to remove the starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned to abbott vascular and analysis identified an incomplete sheath split. An attempt was made to complete the thumb advancer stroke; however, the thumb advancer would not advance. The handle was opened to reveal the catch was not fully seated over the firing pin and was seated over the pusher block. A search of the manufacturing history record indicated no similar non-conformance records for sheath splitting issue. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.